Manufacturer narrative:
The subject device was returned to olympus med systems corp (omsc) for evaluation. The evaluation confirmed that the ptfe pad partially separated. There were contact marks on the surface of the probe and the grasping section. The mfg record was reviewed with no irregularities. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears, and the distal end of the pad separates from the grasping section. Considering the evaluation result of the subject device, omsc concluded that the reported event occurred since the user continued activating out put for an extended time after the tissue already cut. This report is being submitted as a medical device report in an abundance of caution.

Event description:
During a laparoscopy-assisted distal gastrectomy, the ptfe pad of the subject device was partially separated when the physician was cutting gastric wall of a side of the greater curvature. The physician replaced the subject device with a similar device. The procedure was completed. There was no pt harm reported.